Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that after wearing the pod between 24 and 36 hours on the hip/ buttocks there was pain noted at the site. Upon inspection it was noticed that the cannula and the hard needle came out of the pod. The adhesive pad was also coming loose from the site. The patient was able to activate a new pod.